Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was stuck on the bios screen. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the issue with the host pc and hard drive. The hospital decided to replace the hard drives instead of re-formatting them. Fse replaced host pc and hard drive. After the replacement of host pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the equipment was stuck at the bios screen during bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.